Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and fill cannula issue. The customer¿s blood glucose was 400 mg/dl at the time of incident. Customer stated that the insulin pump has a finish loading alert and buttons were hard to push. Customer stated that the fill cannula unit screen timed out in about 1 minute. Customer stated that he performed fill cannula again and the insulin pump was working fine and the buttons were responding. Customer also reported to have experienced a high blood glucose of 551 mg/dl and a blood glucose reading of 400 mg/dl at the time of incident. Customer treated with insulin pump and declined high blood glucose troubleshooting. The customer was advised to monitor and call back if further assistance is needed. The insulin pump is not expected to return for analysis.